Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, "I am concerned as I have had breast tenderness and some swelling. I need to know what to do from here and what testing needs to be done." Healthcare professional later reported left side "patient's concern of the product " and "rupture." Healthcare professional later reported '"any creases" and "hole in radius (edge)." Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, "I am concerned as I have had breast tenderness and some swelling. I need to know what to do from here and what testing needs to be done." Healthcare professional later reported "patients concern of the product " and "rupture". Healthcare professional later reported '"any creases". Device was explanted. This is the left side record.